Manufacturer narrative:
No patients were involved in this event. The initial reporter's post office or zip code and telephone number is: (B)(6). Beckman coulter mishima (bcm) contacted the manufacturer of the photo diode array (pda). The manufacturer stated that the detectors may have a loose connection which causes unstable output. The loose connection is caused due to loose rivets during the manufacturer assembly process of the photo sensor board. (B)(4).

Event description:
An internal complaint was reported by beckman coulter mishima (bcm) regarding a malfunctioning photo diode array (pda) on the photo sensor board (psd). Bcm observed lamp dark errors during photocals, failing water tests and unstable optical output. This issue has the potential to cause erroneous patient results. There was no report of any injury due to this event. There were no erroneous patient results generated due to this event. There was no exposure due to this event.